Event description:
It was reported that an alert was triggered for high impedance on the right ventricular lead via the remote monitoring system. The device alarm settings were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.